Event description:
The customer tested his blood glucose and received a reading of 326 mg/dl using his elite meter. He retested using his contour meter and received a reading of 111 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The elite test strips are to be returned for eval. The customer was advised to dispose of his old elite meter. Replacement contour strips were sent for further troubleshooting of the contour system.